Manufacturer narrative:
The patient had undergone liposuction to the abdominal area and fat transfer into the buttocks. The patient was prescribed antibiotics to treat the affected area and had an abcess drainage procedure on the affected area. The side effects from infection were not caused by the laser treatments, but reportable in this incident since the patient had an intervention procedure.

Event description:
Patient had medical intervention for swollen / inflamed right buttock.